Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. Section a: a4: patient's weight was not provided. Section d: lot number is not available therefore the suspect medical device information is not available. Section h: device manufacture date information is not available.

Event description:
It was reported that the hahn abutment had fractured. The patient's bone type is iii, and their oral hygiene is noted as good. The patient has a history of bruxism. The patient presented on (B)(6) 2021 for a primary procedure on tooth #14. The patient returned on (B)(6) 2023 after the final prosthesis delivery without complaint. Upon examination, the provider noted that the abutment had fractured and the device was removed.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: no lot number was provided, therefore DHR was not completed. Stock product reviewed results: no lot number was provided, therefore no stock product review was completed. Investigation methods/results: customer has not returned the reported device for review. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the abutment during the initial placement which may have caused a component fracture. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. Per the reported information patient has a history of bruxism. IFU-570 rev 2.0 (hahn tapered implant system prosthetic components) contains the following statement in recommended torque values section: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm."

Event description:
Additional information received reported that the abutment was removed on (B)(6) 2023 and a new abutment was seated on (B)(6) 2023. There was no permanent patient injury.

Manufacturer narrative:
Additional information: b5, h6 (type of investigation). Corrected information: g1, h6 (health effect - clinical code, health effect - impact code, investigation findings, investigation conclusions). D6a and d6b were reported in the initial report as 04/06/2021 and 06/14/2023, respectively, however, the complaint product is not an implantable device. Therefore, this information does not apply. (B)(4). Manufacturer reference: (B)(4).